Event description:
Arjo was informed about maxi sky 2 ceiling lifting system malfunction. During lowering the patient onto a couch, as the tension was coming off the sling straps, the spreader bar detached from the scale unit and dropped. In effect, the spreader bar hit the patient across her body bruising her ribs. The patient attended accident & emergency department at the hospital and remained overnight.